Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.3 and 1.9. First test was a 4.3, second test was a 1.9. Used the same finger for second test, just a new fingerstick site. Patient was milking finger to get enough sample. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.